Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report. Further information regarding the event was requested but not received.

Event description:
One day following an ablation procedure the patient was noted to have a small pericardial effusion around the right and left ventricles. The patient remained hemodynamically stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath se contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported cardiac perforation may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
One day following an ablation procedure for persistent atrial fibrillation, the patient was noted to have a small pericardial effusion around the right and left ventricles. No issues had been noted during the procedure and the patient remained in stable condition with no treatment required. There were no performance issues with any abbott device.